Event description:
Overdelivery reported. The pump was set to infuse an unspecified streptokinase solution on pump c at 45ml/h with a 45ml total volume to be infused. One-half hour after the streptokinase was started, another nurse informed the user that the container was empty. There were no device alarms to the user's knowledge. The infusion was discontinued. The incident did not cause any adverse pt effects. The incident occurred in the emergency dept and the pt was transffered to ccu shortly after the event. Report source refused to give any pt info or further clinical details citing pt confidentiality. No add'l info was available.